Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers failed to open and required maintenance. User tried to recover the drawer, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) instructed the customer to perform a full shutdown by disconnecting power, waited five minutes, then powered the station back on, which resolved the issue. The system functioned as intended after the field service engineer guided the customer to resolve the issue.